Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).

Event description:
Patient reported experiencing right hip subsidence. No additional information provided to date.

Manufacturer narrative:
This follow-up report is being filled to relay additional information and correction, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the patient alleged to right hip mild subsidence approximately three years post-implantation. Subsequently, at the seven-year visit, it was further reported that the patient is experiencing moderate pain and a moderate limp.

Manufacturer narrative:
Concomitant medical products: metasul head 40, 12/14, size m, p/n 00877004002, l/n 2635169; bone scr 6.5x25 self-tap, p/n 00625006525, l/n 61926503; bone screw self-tapping 6.5 mm dia. 35 mm length, p/n 00625006535, l/n 61687218; shell with cluster holes porous 60 mm o.d. Size mm for use with mm liners, p/n 00875706001, l/n 61920214; metasul taper liner jj/40, p/n 00877001140, l/n 2547508. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient alleged to right hip mild subsidence approximately three years post-implantation. No additional information provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This follow-up report is being filled to relay a correction, which was unknown at the time of the initial medwatch.